Event description:
On or about (B)(6) 2021 the patient underwent a thrombectomy using a gore® dryseal flex (dsf) introducer sheath as an accessory in the procedure. It was noted that a gore representative was not present at the case. Reportedly, the dsf introducer sheath was advanced up and over the aortic bifurcation which was reported to have a steep angle. It was reported that a penumbra catheter was advanced and then removed as the physician required adjustment of the introducer sheath. Reportedly, while the sheath was up and over the aortic bifurcation, the physician was attempting to adjust the position of the introducer sheath when it sheared in half within the patient. It was noted that the introducer sheath was moved and adjusted without the dilator being in place. The physician converted to open to remove the sheared off portion of the introducer sheath. The introducer sheath was successfully removed from the patient. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of event was reportedly estimated as (B)(6) 2021, this date has been used as the estimated date of event. Concomitant medical products and therapy dates: asked but unavailable.

Manufacturer narrative:
H.6. Investigation findings: code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings: code 213 - the device was returned to gore for evaluation and the engineering evaluation found the following: the device was visually examined. The sheath had been broken into two pieces. The leading end of the sheath comprised an 18.5cm fragment, with coil visible from one side. The other side was crushed. The second fragment contained the trailing end of the sheath, along with the valve. This fragment was approximately 25.5cm in length. This fragment contained an unknown catheter inside of it. The catheter remained in the sheath during the evaluation. The root cause of the separation of the sheath could not be determined with the available information. According to the gore® dryseal flex introducer sheath instructions for use (IFU), do not attempt sheath advancement or withdrawal without guidewire and dilator in place, and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient, including death, may result. Ensure the dilator is locked to the introducer sheath valve prior to insertion into the access vessel or prior to any sheath advancement while in the patient¿s vasculature. H.3. Device evaluated by manufacturer updated to yes h.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315.